Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Pump error 63 alarm confirmed in the insulin pump history due to broken trace on keypad assembly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm and blank display and when customer press buttons nothing happens and it takes a few times before it reacts. The customer¿s blood glucose level was 95 mg/dl at the time of the incident. Customer was able to clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind. Customer stated that the self test was not pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.